Event description:
I am a former employee of (B)(6) employed from (B)(6) 2025. Urgent national alert: lives at risk: potential massive fraud scheme by pharmaceutical distributors; to: FDA office of compliance; your immediate investigation is crucial. I believe that I have uncovered a potential massive fraud scheme, involving pharmaceutical distributors, including (B)(4), profiting off recalled medical devices (B)(4) and gambling with real lives on an unknown scale. The scheme/possible incentive: 1. Insurance fraud: claiming recalled devices as losses or damages. 2. Device manipulation: recover, update, and redistribute recalled devices between multiple distributors, running parallel to each other. 3. Market control: immediate retrieval wasn't mandated due to lack of alternative devices for patients. Distributors hoard alternative devices, limiting supply and inflating demand, forcing patients to continue using defective devices under the most serious of recalls, knowingly and intentionally endangering their lives even further, subsequently leading to the cause of death for a potentially large number of patients. 4. Carrier collusion: paying higher freight rates for insurance liability coverage kickbacks. Evidence and suspicious activity: (B)(6) used for devices being sent from field to corp to be refurbished lack of transparency in freight rates; insistence on using expensive carrier, specifically (B)(6), and refusing to use the less expensive carriers. Strong hesitation and push back when (B)(6), which was a prime objective to the implementation of this facility. (B)(6) never through the front where we have cameras. Safety concerns ignored. Restricted key access compromised-(B)(6) report included mandatory log documenting our care team and the patient interactions. Ignored patient complaint leading to death (report available upon request). The file on (B)(6) was (B)(6) patient record showing inventory swaps, calls in and calls out and finally verbal acknowledgement of (B)(6) passing by (B)(6) who made reference to (B)(6) calls going ignored when (B)(6) expressed concerns about (B)(6). Additional key points: FDA limitation: FDA only goes back 3 sources, allowing true identity concealment. Identification system flaw: the same system designed to protect device identification is exploited to hide true identities and enabling fraud by allowing evolution to represent a new identity each change of hands and burying it deeper and deeper. Requesting: immediate investigation, audits, and regulatory action to protect patients and prevent further fraud. Credibility: (B)(6). I am highly knowledgeable of (B)(6) including (B)(6) where time is crucial. Using a trilogy oxygen concentrator. Sos was not followed up on.